Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic visual examination of the fiber identified the glass cap exhibited a distal circumferential fracture. The glass cap exhibited severe devitrification at the output window. The forward firing test of the fiber resulted in an output which was below the threshold for potential patient harm. Light was not seen escaping the fiber body at any location. It is likely that the damage to the debris shield component resulted from the beam misalignment, leading to the reported event. The reported fiber tip break was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber tip broke outside of patient and the procedure was completed using another fiber. No patient complications were reported.

Event description:
It was reported that during a procedure, the fiber tip broke outside of patient and the procedure was completed using another fiber. No patient complications were reported.